Manufacturer narrative:
It was reported that following a medically indicated left hip resurfacing surgery, the patient developed pain in their left side and elevated metal ions. As of today, the devices reportedly implanted in said surgery remain implanted in the patient hence cannot be evaluated. Additional information has been requested for this complaint but has not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints have been identified for the head. Similar complaints have been identified for the cup and this failure will continue to be monitored. On account of the fact devices reportedly involved in this incident were not returned for evaluation, the relevant production records were reviewed. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. With the limited information provided the clinical root cause of the reported pain cannot be determined; however, the patient¿s bursitis cannot be ruled out as a contributing factor. The clinical root cause of the elevated metal ions cannot be determined and a direct association with the left hip cannot be confirmed based on the information provided. It cannot be concluded that the reported pain and elevated ions are associated with a mal performance of the implant or implant failure. No revision has been reported. The patient impact beyond that which has been already been reported cannot be determined. Without return of the applicable devices or further information we cannot advance the investigation or confirm the details supplied in this complaint. Furthermore, our investigation remains inconclusive and a definitive root cause cannot be determined. Due to the insufficient information provided, we are unable to determine specific factors known to contribute to the alleged fault. If the devices or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
*Us legal mdl* *bilateral patient* it was reported that, patient had a left hip resurfacing on (B)(6) 2013 due to left hip degenerative joint disease. Since 2017 patient has been presented occasional pain in her left side and elevated metal levels in blood. Physician believe patient is presenting bursitis and treated her with an injection. Patient outcome is unknown¿